Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, variation in lv lead impedance was observed. Upon reviewing the session records, low out-of-range lv lead impedance was also noted. Lead damage was suspected. It was suspected that debuting insulation damage may have led to low impedance. Further course of action was not decided yet. Patient's condition was fine.